Event description:
A report was received that the patient was having to charge her ipg more frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having to charge her ipg more frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed performance and photographic imaging tests performed.the complaint was confirmed. The ipg exhibited premature battery depletion. The capacitor-c10 damage resulted in the reported complaint.